Event description:
It was reported the patient experienced pain at the ipg site due to ipg being superficial. Also the patient stated of experiencing burning sensation at the ipg site with stimulation and while charging. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.